Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no transmission was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the remote monitor was interrupting the patient's phone lines when plugged in. The monitor is being returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was inadvertently submitted under the medical device reporting regulations. The remote monitor was interrupting the patients phone line. This report should be disregarded as reportability criteria are not met. No further information will be submitted regarding this event accordingly as a redaction of this report is being requested. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.